Event description:
It was reported that notice was received on (B)(6) 2012 from patient's attorney alleging that pt had sustained personal injuries from the use of rejuvenate or abgii neck hip stem.

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional info is available at this time. If additional info is received it will be reported on a supplemental report.